Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017 the receiver displayed low transmitter battery. No additional event or patient information is available. Data log was reviewed for evaluation on (B)(6) 2017. Complaint for a low transmitter battery could not be confirmed. The root cause could not be determined. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was performed on the transmitter and it passed, resulting in 0.21 volt dischagre. A pairing test was performed on the transmitter, with the nordic bluetooth pairing device and it passed. A functional test was performed on the transmitter and it passed. Share data logs were reviewed, finding no indication of a low transmitter battery. During the share data log review on 03/15/2017 a permanent loss of connection was observed for at least three hours. Based on the findings of a permanent loss of connection this is now reportable. The complaint of low transmitter battery could not be confirmed. The root cause could not be determined post investigation.